Event description:
The customer reported that the device have speaker malfunction inop message and no sound present. The device was not in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The following functional tests were performed: the philips remote support engineer (rse) spoked with the customer biomedical engineer (bme) and confirmed that the customer cleaning staff dropped the device and the biomedical engineer (bme) tested the device and confirmed the speaker malfunction error message and no audio. The rse provided the customer instructions to send device to bench repair facility to repair the speaker. At bench the speaker assembly was ordered and repaired. Based on the information available, the cause of the reported problem was a defective speaker. The reported problem was confirmed. After parts were replaced, device was operational and returned to the customer.